Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(4). However, data for the transmitter with the serial number (B)(4)from inquisito was provided for evaluation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.